Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -17.5/1.0/89 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient had experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown.